Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient was not feeling any stimulation and did not like the setting. The patient¿s pain increased in the left leg that was a typical pain pattern, they had difficulty sleeping in bed, but was able to sleep in the chair, and went 4 days between charging. No actions were reported and the outcome was unknown at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had increased right low back pain and sciatica. The patient pattern was typically in the low back and left sided. The outcome was recovered/resolved. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no further information was available regarding the cause of the patient no feeling stimulation and whether any actions/interventions were taken to resolve the issue. No further complications were reported/anticipated.